Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance (dc dc - 7). The patient¿s device was subsequently programmed off. No patient manipulation or trauma was reported. X-rays have not been taken to date. No known interventions have occurred to date.

Event description:
Additional information was received indicating that the patient underwent revision surgery on (B)(6) 2014. It was reported that the lead was reinserted into the generator and the high impedance was resolved. No device explant occurred.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: new information changes the suspect device.

Event description:
No adverse event occurred as a result of the high impedance. Surgical intervention is planned, but has not occurred to date.